Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s pump displayed ¿connect cgm or use alternative therapy¿ after operating in bg run mode for approximately 48¿72 hours without a sensor, after which the user obtained a compatible cgm and subsequently experienced hyperglycemia with pump display ¿high¿ and downward trend, alongside an instance of incorrect meal announcements (less than, regular, and more than) intended to reduce glucose. Symptoms included hyperglycemia. Outcomes included stabilization of glucose back in range without hospitalization or medical intervention beyond routine troubleshooting and calibration guidance. Investigation included technical support review of device status, cgm calibration checks against fingerstick values, supply verification, and education regarding appropriate meal announcements and calibration criteria. Investigation of this case revealed that the device functioned as designed, including the bg run mode time limit and cgm reading alignment within acceptable variance to fingerstick, while the reported hyperglycemia was associated with user behavior including a large meal and inaccurate meal announcements rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to meal announcement practices and cgm usage parameters.